Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a interphalangeal joint fusion procedure upon inserting the 2.5. X 34mm headless compression screw the ar-8737-37, 1.5 mm hex cannulated driver shaft snapped off in the head of the screw. The broken driver tip was removed by using pliers. The surgeon decided to leave the screw in the distal aspect of the 1st metatarsal because it was not in the joint. There were not any unplanned incisions made other than the incision to use a larger screw 3.5 headless compression screw to complete the joint fusion. Ee source data attached. Additional information obtained 06/10/2020: the arthrex 2.5 x 34mm headless compression screw (ar-8725-34h) was implanted into the distal aspect of the 1st metatarsal head. The screw was supposed to go from the distal aspect of the 1st metatarsal head, advancing to fuse the interphalangeal joint together. The screw was not protruding into the joint so the surgeon made the decision to leave it in the distal aspect of the 1st metatarsal head. Surgeon then made a separate incision to insert a 3.5 x 36mm headless compression screw in order to complete the ipj fusion, which was successful. The ar-8737-37, hex driver is being returned for evaluation.